Event description:
A (B)(6) old male pt's sister contacted zoll customer support for an unrelated issue. During service investigation, a reportable problem was discovered. The monitor failed the defibrillation test. The pt had previously ended use and was, therefore, not provided replacement equipment.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. During eval, the monitor failed the defibrillation test. The cause of the failure is excessive time to charge the capacitors. The cause for the time-out failure is broken solder connections at high-voltage capacitors c21. The damaged solder connections prevented charging of the capacitators. The root cause of the damaged connections cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the defective monitor.